Event description:
It was reported that the clips are not closing. There were no patient consequences.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The sample appears used as there is biological material present on the device. Reference file anp1900072750 for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it did not latch onto the top jaw. On the next attempt, a clip was able to properly load and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed. The sample was received with 9 clips remaining, including the partially loaded clip, indicating that 6 clips were fired by the end user. It is possible that an excess amount of biological material present in the device prevented the clips from consistently loading properly, but this could not be confirmed. It could not be determined what prevented the first clip from loading properly. Reference file anp1900072750 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not closing" was confirmed based upon the sample received. One device was returned. The device was received with 9 clips remaining, including the partially loaded clip, indicating that 6 clips were fired by the end user. Upon functional inspection, the first clip was unable to properly load into the jaws as it did not latch onto the top jaw. However, the other remaining clips were all able to fire properly. It is possible that an excess amount of biological material present in the device prevented the clips from consistently loading properly, but this could not be confirmed. It could not be determined what prevented the first clip from loading properly. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since it could not be determined what prevented the clips from properly loading, the root cause of this complaint is undetermined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73b1900055 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not closing. There were no patient consequences.